Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the pump had to be revised since the patient had been too active and the pump slipped. Due to this her pump was hard to reach with the patient programmer (ptm). No further complications were reported.